Manufacturer narrative:
The reported event that a fully threaded ¿cannulated screw asnis iii ø8.0x90mm¿ was in a box for a partially threaded ¿cannulated screw asnis iii ø8.0x90mm tl25mm¿ could not be confirmed, despite the return of the devices. The packaging (carton box) of the reported partially threaded ¿cannulated screw asnis iii ø8.0x90mm tl25mm¿ was received for investigation, but the matching screw was not received. On the contrary, inside the box there was a fully threaded ¿cannulated screw asnis iii ø8.0x90mm¿. The inspection revealed that the actual screw looks unused and in perfect condition. The carton box on the other hand looks a bit destroyed on the sides. Half of the foil is still attached on the carton box and the inner packaging (blister) is opened. The manufacturing inspection revealed that the partially threaded ¿cannulated screw asnis iii ø8.0x90mm tl25mm¿ with cat # 326690s and lot # r38165, was manufactured and packaged in 2013, while the fully threaded ¿cannulated screw asnis iii ø8.0x90mm¿ with cat # 326890s and lot # x26277, was manufactured and packaged in 2011. Subsequently the 2 reported lots have been manufactured/packaged with 2 years of difference. Therefore a potential mix-up in the manufacturing site can definitely be excluded, since those 2 lots were not manufactured at the same time. Though, a potential slip of the reported devices at the customer site cannot be excluded. The packaging was received opened and it cannot be confirmed whether the screw was found inside or not. Opening both packages at the same time but using only one, and putting the other one back to a box, can definitely lead to confusions. As per IFU (v15013), ¿in the event of contamination, or expiration of shelf life or in the case of products supplied non-sterile, the product must be subjected to an appropriate cleaning process and sterilized by means of a validated sterilization procedure before use, unless specified otherwise in the product labeling or respective product technical guides. Products which have already been used in a surgically invasive manner, even if implanted only partly or temporarily during the surgical procedure, must not be reprocessed for reuse.¿ based on investigation, the root cause was attributed to a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that the a fully threaded screw (code (B)(4)) was in a box for a partially threaded screw ((B)(4)) case completed successfully with a small delay. At the time the product was opened, the shrink wrap was intact and sterile layers were intact. Rep was not in the case

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that the a fully threaded screw (code (B)(4)) was in a box for a partially threaded screw ((B)(4)). Case completed successfully with a small delay. At the time the product was opened, the shrink wrap was intact and sterile layers were intact. Rep was not in the case